Manufacturer narrative:
Investigation summary: bd received 15 samples and 2 photos for investigation. The photos were reviewed and indicated failure mode for sleeve side piercing was observed. All customer samples were visually inspected and 10 underwent functional tests for sleeve functionality. All samples passed the testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: sleeve function. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 2 of 2: it was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the sleeve did not rebound over the non patient end of the needle after collecting the first tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 2 of 2: it was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the sleeve did not rebound over the non-patient end of the needle after collecting the first tube. No adverse impact was reported regarding the patient or user.